Manufacturer narrative:
The zealand pharma ae assessor spoke with vg-o20 user who had called into vcc to report hypoglycemia recently. Patient had experienced it before, but now it was several nights in a row. Patient's wife had to give him glucagon to return him to a normal glucose level. Patient denies getting symptoms of hypoglycemia because it mostly happens at night in his sleep. Since patient reported these episodes, patient has started wearing a freestyle 2 cgm, which has alerted him before he drops too low. Does not exercise, but does do gardening and woodworking. Patient takes other medications and stated that patient has adjusted his thyroid medication on his own. Patient stated he did this after the episodes of hypoglycemia. Instructed him to talk to his hcp before changing his dose. Patient states he doesn't eat much because he is not hungry. Patient has lost 20 pounds two years ago, unintentionally. Patient hcp is aware. Patient gives 2 clicks for a glucose level above 300 and 1 click for a level above 200. Patient states he has talked to his hcp regarding the frequent hypoglycemic episodes. Patient changes the vgo device every 24 hours. Patient does not check the insulin level window to see if he received too much insulin. Patient will send back the device. Ae assessor suggested eating a bedtime snack with carb and protein to help reduce nocturnal hypoglycemia.

Event description:
The patient reported that he was experiencing hypoglycemia as low 16 - 20 for three days in a row starting on (B)(6) 2022. The patient stated that before he went to bed he had a blood glucose reading of about 165. The patient stated that he had passed out while in bed and his spouse had to use glucogon to help bring his blood glucose levels back up. Patient stated that this morning he had a blood glucose reading of about 50 at around 7:30 am.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: the device was received and evaluated for the complaint regarding the unknown device issue. Device #051900-4 was inspected and tested. Unfortunately, the complaint about this device could not be confirmed. This MDR was created by (B)(6), device vigilance specialist of (B)(6). On behalf of the (B)(6). As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.